Event description:
During procedure of infusion of the solution the distal part of the catheter was broken.

Manufacturer narrative:
This report (B)(4) was assessed to be an MDR base on our MDR reporting criteria. Additional information "closure report" will be submitted once the product has been evaluated and a completed complaint investigation analysis (qcf-479) has been completed.